Event description:
A malfunction alarm identified as malf 12 was reported, but there were no notable events prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to report back if any issues reoccurred.